Manufacturer narrative:
The actual device was returned to the manufacturing facility for evaluation. Visual inspection found that the urethane outer layer had been sheared off the core wire on the segment, exposing the core wire. The shearing was found to have been generated in the distal direction from the proximal. The actual sample was confirmed to have no missing portion. Magnifying inspection revealed the shear cross-section surface was in the smooth state, which is consistent with the state of damage on the urethane outer layer. The portion detached from the core wire had a semicircular groove on the surface along its total length in the lengthwise direction. The outer diameter of the shaft was measured on the undamaged segment and verified to meet manufacturing specification. Simulation testing was conducted with a current product. A guidewire sample was inserted into a metallic needle and pulled back. The urethane outer layer was sheared off. The shear cross-section surface was in the smooth state. The detached portion had a semicircular groove on the surface along its total length in the lengthwise direction. A review of the device history record and the shipping inspection record of the involved product code /lot# combination was conducted with no relevant findings. A search of the complaint file find no other report with the involved product code /lot# combination. There is no evidence that this event was related to a device defect or malfunction. Although the exact cause cannot be determined based on the available information, it is likely that the actual guidewire was pulled through the involved metal needle in the proximal direction in the state of having contact with the edge of the metal needle, resulting in the shearing of the urethane layer. The device labeling does address the potential for such an event by stating in the instructions-for-use (IFU) with statements such as the following: "do not use the guide wire m with devices which contain metal parts such as atherectomy catheters, laser catheter, or metal introduction devices as they may cause the guide wire m plastic coating to shear and/or sever the wire." Terumo medical products (tmp) (importer) registration no. 2243441 is submitting this report on behalf of ashitaka factory of terumo corporation (manufacturer) registration no. 9681834. Exemption number e2015022. All available information has been placed on file in quality assurance for appropriate tracking, trending and follow-up.

Event description:
The user facility reported separation of the urethane layer in the radifocus guidewire device. Follow up communication with the user facility confirmed the following information: the hydrophilic membrane come away of the guidewire; the guidewire was used in a lesion with no calcification, or tortuosity; and the patient was not harmed.